Manufacturer narrative:
Concomitant products: pri tubing, spm set, therapy date (B)(6) 2015. The customer¿s report of a channel disconnect was confirmed. Analysis of the pump module and syringe module event log identified several channel disconnect events. During a visit to the customer site, a contaminated iui on the syringe module was noted. The root cause of the reported channel disconnect was a contaminated iui on the syringe module. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported several channel disconnects during an unspecified infusion. There is no report of patient harm.